Event description:
Customer sent a text message showing a bed frame that the leg mechanism separated from the sleep deck.

Manufacturer narrative:
The bed frame was evaluated and found that the leg mechanism separated from the sleep deck if the bed where they slide in the track that raises and lowers the bed. A new bed frame was delivered to the facility on 10/21/2014. The firm will continue to monitor complaints for similar occurrences.